Event description:
The report received from affiliate indicated the target site was the anterior cerebral artery (aca) aneurysm, which measured 6mm and five coils were placed without incident. However, during placement of the sixth coil, only 2/3 of the coil was able to be introduced. Therefore, the coil was retracted, and during retraction, the coil stretech and broke off. The coil fractured in pieces from the middle. Fractured parts of the coil (the end) was located within the common anteiro rartery and extended into the internal carotid artery and the part was within the microcatheter. The fractured coil parts were retrieved with a microvena snare, bard entrio, in-time device, and the pt was administered aggrastat. Consequence of this event was partial infarction of middle cerebral artery (mca). Pt current status was noted as ventilation pre and postprocedure.